Event description:
It was reported that during follow-up the physician noted unstable ventricular signals over the previous year. A CT scan revealed perforation. The patient was asymptomatic. The lead was explanted, and after removal externalized conductors were noted. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 47.0cm was returned for analysis. A lead tip stiffness test was performed and the lead was found to be within specification. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.